Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy section d6b: explant date: not applicable, as lens was not explanted. Section e1: initial reporter telephone number: (B)(6) . Section h3 - the device is not returning for evaluation as to date it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient complained of a line in his vision. Doctors concluded that there are some corrugations on the iol causing the line in his vision. Vision pre-op is (B)(6) 2024 and vision post-op is (B)(6) 2024 on (B)(6) 2024 and (B)(6) 2024 on (B)(6) 2024. Iol remains implanted. No further information available.